Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's next to kin reported that her husband 's insulin pump was not working and had blank display. The customer stated that on saturday he had given himself a bolus and after that he noticed that the screen was blank. The customer stated that he tried replacing the battery because the insulin pump alarmed battery out limit, after that he cleared the alarm and the insulin pump will go blank again. The customer reported that he had changed the battery several times and now he is on manual injections. The customer stated that he high blood glucose levels of 15.0 mmol/l. Troubleshooting was performed. The customer was advised to replace out the insulin pump. Product is not expected to return.

Manufacturer narrative:
Device passed the operating currents measurement, self test and displacement test. Device was monitored for several days and no blank display anomaly noted, however device had corroded battery tube. Device had cracked case at display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.